Event description:
Edwards received information through its implant patient registry that a patient had expired after implant of a 19mm aortic pericardial valve. Through review of the operative report, the surgeon felt he might have occluded the coronary ostia and subsequently performed CABG. However, after coming off bypass and after closure, the patient had "diffuse bleeding from a venous bleeding from all surfaces." Blood products were given. His chest was closed with a patch over the sternal opening with the sternum separated with pieces of chest tube. It was left open because it was noted closure would cause decompensation. This patient was transferred to the ICU. It was noted at that point "attempts to stabilize overnight to see if the patient can survive or improve." In his response, the surgeon listed the following relevant history "a small annulus despite enlargement of the aortic root." It was noted in the operative report that the patient tolerated the procedure well. However, the patient expired same day. Cause of death remains unknown. The device is not available for return and evaluation because it remains implanted in the patient.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted post mortem. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the surgeon felt he may have occluded the right coronary ostia and performed a coronary artery bypass to treat any coronary artery occlusion prior to taking the patient off bypass. It was also noted in the operative report that the patient had tolerated the procedure well. Patient expired same day - cause of death not provided. If new information is received, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.